Manufacturer narrative:
(B)(4)

Event description:
It was reported that pairing failure occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. No product or data was provided for investigation. The allegation and probable cause could not be determined. Data investigation could not confirm pairing issue. However, signal loss over one hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection.